Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The distributor reported that these parts were removed in a revision due to infection; therefore the complaint is considered confirmed. There was no alleged malfunction of the implants. Device history records (DHR's) were reviewed and no discrepancies were found. Device history record (DHR) review was unable to be performed for the unknown screws as the catalog number and lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00866-1, 0001032347-2017-00867-1, and 0001032347-2017-00869-1.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00866-2, 0001032347-2017-00867-2, and 0001032347-2017-00869-2.

Event description:
Additional information was received that the goal was to implant both left and right implants during one procedure, however it was only possible to place one implant due to the brain swelling. It is unknown which side was able to be implanted, therefore it is unknown which implant was removed during this revision. In regards to patient outcome, it was reported the second set of implants were able to be implanted and they fit.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign country - (B)(6). Concomitant medical products- zimmer biomet htr-pmi catalog #:pm619800 lot #: 776370, zimmer biomet htr-pmi catalog #:pm619804 lot #: 776380, zimmer biomet 1.5 screw catalog #: 91-6704 lot #: 140670, unknown screws catalog #: ni lot #: ni. Therapy date - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00866 through 0001032347-2017-00869.

Event description:
It was reported a revision was performed due to an infection. It is stated the infection has nothing to do with the implants. A request was received for new htr pmi implants. No additional patient consequences were reported.